Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad buttons are sticking. Episodes of buttons sticking and the pump continuing to prime insulin instead of stopping when button press discontinued are alleged. Also alleged is an episode when while loading the cartridge and the button had to pressed twice before pump fully loaded the cartridge. The pump is worn in a pocket and cleaned with warm water only. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The complaint regarding the keypad was not duplicated. All buttons were tested and found to be responsive. The keypad cover was removed for investigation and revealed contamination under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.